Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Patient woke up and noticed the left side looked smaller. Doctor diagnosed deflation on (B)(6) 2019.

Event description:
Alleged implant deflation resulting in explantation.